Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). Hemolysis/mechanical interaction with blood: the cause of the hemolysis/mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Mitral valve incompetence: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4 primary UDI number information was corrected from the initial report that was submitted. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 48-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), it was noted that the pigtail catheter was caught in the papillary muscle. The physician attempted to reposition the impella bedside due to concern for hemolysis, but tugged the mitral valve (mv) leaflets causing mitral regurgitation (mr). The impella cp was exchanged for a new impella cp in the cath lab. The post-procedure outcome is unknown. The impella functioned at p-5 at 2.5l/min without issues. Poor positioning of the impella can cause hemolysis or mr.